Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Manufacturing history (DHR) of the device confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Distal end of the subject device was burnt during laser ablation of tracheal masses. And parts fell off from the distal end of the subject device. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of patient injury associated with this event.